Event description:
A power source alert 07 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The customer resolved the issue by using the tandem charging cable and wall adapter as instructed, resulting in the pump beginning to charge again, with no further assistance needed.